Event description:
Subsequent to the initial medwatch additional information received: the patient was discharged from the hospital and was doing well.

Manufacturer narrative:
(B)(4). The guide wire was returned with blood visible on the core and on the coils which is consistent with the guide wire being used in the patient as reported. Additionally, corrosion was noted on the guide wire center solder and proximal solder during analysis, which appears to be due to transportation back to abbott vascular for evaluation, as it was not reported during preparation. Analysis confirmed the reported guide wire tip separation as the shaping ribbon was separated, 2.6 cm distal to the center solder. The entire length of the shaping ribbon was twisted. The core was intact and had not separated. The core and shaping ribbon were no longer tacked together at the distal end of the core. The separated shaping ribbon and tip ball were not returned. There was 34.9 cm piece of stretched tip coils returned. The entire length was completely stretched out. The tip coils had separated .8 cm distal to the center solder. The tip coils proximal to the separation were stretched. The intermediate coils were slightly stretched at the proximal solder. There were offset and overlapped intermediate coils sporadically for a length of 4 cm proximal to the center solder. The noted twisted shaping ribbon, stretched tip and intermediate coils, and offset and overlapped intermediate coils were consistent with interaction with the anatomy and procedural attempts to remove the guide wire which were the result of the reported guide wire separation. Scanning electron microscope (sem) analysis of the guide wire suggests that the shaping ribbon and proximal half of the tip coil failures may be attributed to tensile overload. The coil strand failed by tensile overload on one end. Failure of the opposite end of the coil strand may be attributed to ductile overload and mechanical damage. For the wire to fail in this manner, the guide wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. Any attempts to move the guide wire in a trapped state could have then caused the reported tip separation. In this case, the lesion was described as heavily calcified which could have contributed to the guide wire tip separation. It was also reported that the unk bmw guide wire became caught under the strut of one of the xience v stents, reportedly due to anatomic characteristics. In an attempt to free the wire, it was jiggled and tugged against resistance and the wire separated. Per instructions for use (IFU), do not: push, auger, withdraw or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. In order to ensure that guide wire tip separation does not occur as a result of a product quality deficiency, manufacturing performs a non destructive tip pull test on each wire, and performs a 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Analysis also noted kinks in the core, 30 cm and 98.5 cm distal to the proximal end of the guide wire. The noted kinks in the core are consistent with interaction with the anatomy and/or other devices during the procedure as no damage was noted prior to use. The reported tip separation, entrapment of device, device embedded in the vessel, removal of foreign body, surgical procedure, additional therapy/non-surgical treatment, hospitalization, angina, atrial fibrillation, and fever appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Left heart cath also showed new lesions in the mid left anterior descending (lad) and mid circumflex (cx). On (B)(6) 2010, coronary artery bypass graft (CABG) x3 was performed to treat the left sided lesions and the distal portion of the wire in the aorta was removed. Post-operatively the patient experienced atrial fibrillation that converted to normal sinus rhythm on (B)(6) 2010. The patient remained hospitalized on (B)(6) 2010 for slight fever post CABG. Though requested no additional information was provided. (B)(4) (incorrect removal against resistance). Guide wires: unknown whisper .014, asahi grandslam, boston scientific luge, prowater flex; stent: unk xience v (x2). The device was received. Investigation is not yet complete.

Event description:
It was reported that during an interventional procedure an unk bmw wire separated in the proximal right coronary artery (rca). At the start of the procedure a right heart cath was done. Angio showed lesions in the rca and posterior descending arteries (pda). 2 xience v stents were uneventfully implanted in the heavily calcified proximal rca. Intervention in the pda was then attempted. A whisper wire was advanced with difficulty, followed by a buddy wire. During advancement, the unk bmw wire became caught under the strut of one of the xience v stents, reportedly due to anatomic characteristics. In an attempt to free the wire, it was "jiggled and tugged" against resistance and the wire separated. The proximal portion of the wire was removed, however, fluoro showed the distal end of the wire was wedged in the proximal rca. A non-abbott stent was used to embed the separated portion of the wire in the rca. The patient was discharged home. Subsequently, the patient complained of vague chest pain, unlike angina, that occurred twice a day since the procedure. CT scan was done on (B)(6) 2010 at another facility showed the wire was still embedded in the rca, however, the distal, non-radiopaque portion of the wire was seen extending through the descending aorta to the level of the diaphragm. On (B)(6) 2010, the patient was readmitted for the atypical chest pain. Right and left heart cath was done that faintly showed the distal portion of the wire in the aorta.